Event description:
The reporter stated that the luer connection on the 3 way swivel loosened during use resulting in blood loss from the pt. There was minimal blood loss. No treatment or testing required.